Event description:
Reporter stated the infusion device shut-down without providing an e2 battery depleted error, and this resulted in elevated blood glucose. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).